Event description:
It was reported that the atrial lead impedance and threshold measurements were high. The atrial lead setting was reprogrammed to avoid atrial pacing and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.